Event description:
It was reported that high, out of range high voltage lead impedance was observed. The lead was explanted. The patient was checked the following morning and the device was normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 38.0-39.5cm from the distal tip, consistent with lead friction to the device can. The silicone insulation was intact at this location. The rv conductors were noted to be pulled out from the crimp slug and shifted proximally from the distal tip. The cause could not be determined.